Event description:
The customer reported that the 9900 system displayed filament and low milliamp error messages. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep retrieved the log files and tested the generator batteries, and calibrated the generator and the filament. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.